Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. The root cause could not be clearly determined but may be a user error or user misinterpretation. The device was tested but no malfunction was found. It is indicated that the device was used on a dead patient. So, the death of the patient seems to be prior to the use of the ventilator. Exact conditions or reasons for this use are unknown. The complaint is voluntarily reported. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Ventilator is auto triggering when connected to a dead patient.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. The root cause could not be clearly determined but may be a user error or user misinterpretation. The device was tested but no malfunction was found. It is indicated that the device was used on a dead patient. So, the death of the patient seems to be prior to the use of the ventilator. Exact conditions or reasons for this use are unknown. The complaint is voluntarily reported.

Event description:
Ventilator is auto triggering when connected to a dead patient.